Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appears to be occasional ventricular undersensing at times on egms (electrograms) for the right ventricular (rv) lead. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.